Event description:
Perclose device did not deploy properly - suture broke and was completely removed from body. (Device deployed by m.d.) Second perclose device used, deployed without problems. R groin arterial site without bleeding or hematoma.